Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving multiple shocks. Stored egms of the events indicated intermittent sensing/oversensing leading to erratic rates. A chest x-ray revealed that the atrial and ventricular leads were dislodged. Lead repositioning is planned. The patient will be monitored.